Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure (ess205) (batch no. 627309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and hypothyroidism. On (B)(6) 2009, the patient had essure (ess205) inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). In 2010, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain- pelvic"), abdominal pain ("pain- abdominal"), back pain ("pain- back"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, migraine, dysmenorrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion ??-???-2006 (summons) and (B)(6) 2009 (pfs). No removal planned as patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted (unspecified): bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media-uterine perforation, pelvic pain female, abdominal pain, back pain, dyspareunia, bleeding menstrual heavy, abnormal vaginal bleeding, migraine, dysmenorrhea, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure (ess205) (batch no. 627309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and hypothyroidism. On (B)(6) 2009, the patient had essure (ess205) inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). In 2010, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain- pelvic"), abdominal pain ("pain- abdominal"), back pain ("pain- back"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, migraine, dysmenorrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2009 (pfs). No removal planned as patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted (unspecified): bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media-uterine perforation, pelvic pain female, abdominal pain, back pain, dyspareunia, bleeding menstrual heavy, abnormal vaginal bleeding, migraine, dysmenorrhea, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: reporter information added, events: abnormal vaginal bleeding, migraine, dysmenorrhea, hair loss. Added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain- pelvic"), abdominal pain ("pain- abdominal"), back pain ("pain- back"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2006 (summons) and (B)(6) 2009 (pfs). No removal planned as patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) conducted (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events perforation- uterus, pain- pelvic/ abdominal, back, dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). Patient dob added. Reporter information and product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.